Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4). The device evaluation is not complete, but is underway. Investigation ongoing.

Event description:
The distributor reported on behalf of the device user that a nurse was placing a tracheostomy tube, when she noticed the 15mm connector was larger than normal. According to the reporter, the connector was thick and made it difficult to connect and disconnect from the ventilator tubing. This issue was discovered upon device placement. The reporter indicated that no adverse effects resulted from event.

Manufacturer narrative:
One used and two unused portex® bivona® adult tts tracheostomy tubes were returned for evaluation. It could not be determined which device was associated with the reported event; therefore, the evaluation of all returned devices will be used for the medwatch. Visual inspection of the used device found that it had a deformed plastic connector. Visual inspection of the first unopened device found that it had a deformed connector. Visual inspection of the second unopened device did not have a deformed connector. The connector on all returned devices was inspected and determined to not match the manufacturing specifications. A review of the material, supplier, molding, assembly, environment, and external sources was unable to identify a root cause. (B)(4). MFR# clarification: new registration number 3012307300. (B)(4).